Manufacturer narrative:
No button response due to button/keypad connector unlocked. The insulin pump had minor scratches on lcd window and cracked case near display window corners. Unable to perform the displacement test due to keypad anomaly. No unexpected low reservoir alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 78 mg/dl. The customer stated escape button is not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.